Event description:
It was reported the patient met with their manufacturer representative 3 or 4 months prior to report and the manufacturer representative told them the implant was ¿good¿ but the ¿sensor in their neck needs replacement¿. It was further noted the patient was told they would need a neurosurgeon. It was reported the patient¿s stimulation ¿just quit one day¿ 2 or 3 years prior to report. It was further reported ¿something was broken.¿ additional information received reported the manufacturer representative met with the patient in april and checked the system and all impedances were >10,000. It was noted no further diagnostics were performed and the patient had turned their device off and was not receiving any therapy. It was reported the patient had had the device for ¿a long time¿ and wanted the system replaced with an MRI compatible device. It was noted the patient¿s current health care provider (hcp) does not do implants/explants so nothing had been planned with the patient¿s system.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2009, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).